Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 278 mg/dl. The customer's pump history showed that an alarm 5 and an alarm 9 had occurred. The customer had filled the cartridge with 300 units of insulin, but may not have removed all of the air during the cartridge filling step. Tandem technical support assisted the customer with filling another cartridge using the proper technique. The customer resumed insulin delivery.